Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the pink slide did not move forward when the pod was activated; this indicates that a needle mechanism failure occurred.

Manufacturer narrative:
The pod was received not deployed. Investigation results found the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in completion of the second priming sequence without the needle deploying. Upon investigation of the drive mechanism, the commutator cap was found to be contaminated. The contaminated commutator cap prevented the needle from deploying.